Event description:
The distributor reported on behalf of the customer, the sonicbeat 5mm, 35cm, front-actuated grip tissue pad was peeling but did not shed. The output setting on the ultrasonic generator was mode (level 1), maximum mode (level 3). The issue was detected during the procedure. The intended therapeutic esophageal laparoscopy procedure was completed with another tissue pad with no surgical delay. No patient injury or procedure impact reported. The device had been inspected prior to use with no abnormalities noted. The connections to the generator were checked. The transducer cords and other medical device (e.g. Electrocardiograph) cords were bundled together.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was severely worn out and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The tissue was also twisted in the grasp. 2) the probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to severe worn out. Also, the tissue pad was peel off. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.